Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The wearable was inserted into the arm. On approximately (B)(6) 2025, the cgm was 120 mg/dl while the bg was 30 mg/dl. The patient stated they accidently fell down onto the floor (did not sustain any injuries) but also did not report any symptoms. She was taken to the hospital. At the hospital, they gave her ice cream, orange juice and a sandwich to increase her bg. Prior to giving the patient food and drinks, the healthcare provider reportedly did not check a finger stick reading. There was no tests done at the hospital and no other treatment. The patient was in the hospital for more than 3 hours. At the time of the report, the patient was doing fine. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the d zone of the parkes error grid. The data investigation did not find blood glucose calibration values to compare to cgm values during the reported sensor session or the calibrations during the reported sensor session were in accurate range per device specifications. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.